Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to alternate method of insulin therapy and the customer contacted the healthcare provider to obtain alternate insulin therapy.